Event description:
It was reported that the patient's right atrial (ra) lead had intermittent p-wave undersensing. The ra lead threshold could not be determined due to the inconsistent p-wave sensing and complete heart block. The ra lead was previously programmed to vvir because of this issue, and the ra lead will continue to be programmed to vvir. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 lead, implanted: (B)(6) 2006. (B)(4).